Manufacturer narrative:
The investigation for the low pump flow has been completed. Clinical details noted that pump was experiencing frequent suction alarms on day 9 of support and was treated with an albumin bolus. Low pump flows were not noted after bolus was administered. Lt log at time of reported low flow shows repeated suction alarms. Pump flows at that time were all within normal range for p-level. The root cause of the low pump flow was most likely patient condition related. Clinical details further state that a pump stop occurred at the end of the case and the impella cp was replaced. Rt logs at time of pump stop shows a motor current spike with speed deviation and fully saturated pump flow after spike. Slight increase in purge pressure with a step down in purge flows also observed at time of motor current spike. 14 minutes after motor current spike, a pump stop occurred with a "impella stopped - motor current high" alarm. Pump was attempted to be restarted 3 times with pump stops occurring immediately after. On fourth attempt, pump was able to be restarted successfully and remain on for remainder of case. Pump flow becomes less saturated after pump was able to be restarted successfully. Clinical details noted that a pump stop occurred but pump was able to be restarted but saturated flows were observed and ps and lv waveforms were inverted. The saturated flow was part of a cascading event caused by the ingested biomaterial that caused a pump stop, the saturated flow reported by the customer was investigated under the failure mode of "temporary pump stop". The root cause of the temporary pump stop was most likely biomaterial. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk cpi section: entering cardiac output ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ added b5 additional narrative including new failure mode., h6 med dev problem code 1503, h6 impact code 4629.

Event description:
It was further reported that on day 12 of support, patient was on impella cp and ECMO therapies and experienced a pump stop. The pump was able to be restarted but with saturated flows and inverted placement signal (ps) and lv waveforms, a decision was made to explant current cp in use and replace with a new impella cp.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella cp support. While on support, there were frequent suction alarms that were treated with albumin bolus. The patient survived the event.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The product was not returned. Upon review of data logs, it is apparent that the console is the potential cause of the issue. No problem was found with the pump via logs during the case. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. E4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number.